Manufacturer narrative:
The product involved in this complaint is an impactor handle which is part of the gmk efficiency general sphere instrument set additional information received on 02 february 2017 and includes: the surgery was completed successfully on (B)(6) 2017. The surgeon recovered all the broken pieces from the patient. Batch review performed on 21 february 2017. Lot 164737: (B)(4) items manufactured and released on 05 october 2016. Expiration date: 2021-09-20. No anomalies found related to the problem on (B)(4). To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 february 2017 the r&d project manager performed a preliminary investigation and commented as follows: the breakage of one wing of the impactor handle tip, was most likely caused by a misalignment during the impaction. The handle is thought to be impacted in its long axis. Improper impaction direction can overload the connection with a bending stress with the consequent risk of breakage of the handle-tip. Despite of this breakage it was possible to successfully end the surgery with out any delay.

Event description:
When impacting the definitive femoral component, the femoral impactor detached from the impactor head. The surgery was not delayed and no additional instruments were needed.